Event description:
Patient stated that he was out playing golf when he noticed that the adhesive pad was not staying attached to the body. The patient stated that it was hotter than normal outdoors which may have caused him to sweat more than normal.